Event description:
On (B)(6) 2011, company rep reported pt's mother stated, pt woke up at midnight because his blood glucose was elevated. No blood glucose readings were provided. Pt's normal blood glucose level was not provided. Company rep stated pt's mother reported when she checked the pt's infusion device, the insulin cartridge had leaked and the inside of the infusion device was filled with insulin. Company rep reported the mother stated the insulin cartridge was changed 24 hrs prior to the incident. Company rep stated the mother reported discarding the alleged insulin cartridge and attempted to dry the inside of the infusion device and put in a new cartridge. On f/u on (B)(6) 2011, pt's father reported he did not know much about the event and to speak to his wife. On f/u call on (B)(6) 2011, pt's mother reported she was unable to talk at the time of the call and would call back. Unable to troubleshoot at this time. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.